Manufacturer narrative:
(B)(4). Batch # unk.   The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colorectal procedure, when they went to go fire the stapler. The stapler only cut it did not staple. Case completed with another device of the same product code. There were no patient consequences reported.